Event description:
During end of the procedure, the robot fault alarmed. The over ride button was pressed and the robot fault alarmed again. Manufacturer technical support was notified. Technician said the left master arm was broken beyond repair. A cable was snapped. Converted to laparoscopic prostatectomy.